Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardening, delayed reaction and small lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips. Patient had great results, no lumps, very natural and the patient was happy. Patient was reviewed 2 weeks after the injection and results were still good with no issues. Three to 4 weeks later, the patient started notice the filler hardening. Patient was reviewed later and after consulting with a physician who noted the patient is having a delayed reaction to the product. The patient's lips felt really hard where the product was injected. It could not be massaged out and the filler was dissolved on two occasions. Patient later developed a cold sore unrelated to the device and additional treatment by dissolving the filler could not be continued until the cold sores resolved. Patient still has slightly small lumps left but are not causing any issues. Patient was concomitantly taking ramipral and multi vitamins.

Event description:
The healthcare professional has contacted the patient on a number of occasions and the patient has refused to have anymore of the filler to be dissolved or come in for further assessment of their face. Patient has said there are some small bits remaining of filler but the lips aren't causing any issues and aesthetically look normal. Patient prefers to have the filler dissolve naturally. The healthcare professional consulted with doctors and they are okay with the route the patient has chosen.